Event description:
Ventilator shut off while in use on a pt and on battery. Problem with battery charger circuit on the power supply pcb, f700 socket is reversed. Two tabs are touching, glass clamps are spread open. Fuse is loosing contact.